Event description:
The system controller and the modular cable exchange resolved the issue. It was noted this had previously occurred to the patient 4 months ago, and that event had also resolved with controller exchange (MFR #: 2916596-2026-00670).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller would not connect to the heartmate touch in clinic. Multiple cable changes as well as power modules and ipads were tried but they were unable to obtain log files. The system controller and the modular cable were exchanged.